Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the port was allegedly cracked in multiple areas. It was further reported that the tip of the catheter and the catheter itself allegedly broke off and were unretrievable. Furthermore, the catheter tip was allegedly found to be migrated towards the heart after not being able to be successfully removed with the port. Reportedly, the catheter fragment was removed by angiogram with femoral access for removal of foreign body via snare and the port was removed as well. The patient was reported to be stable.

Event description:
It was reported that sometimes post a port placement, the port was allegedly cracked in multiple areas. It was further reported that the tip of the catheter and the catheter itself allegedly broke off and were unretrievable. Furthermore, the catheter tip was allegedly found to be migrated towards the heart after not being able to be successfully removed with the port. Reportedly, the catheter fragment was removed by angiogram with femoral access for removal of foreign body via snare and the port was removed as well. The patient was reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Gross, microscopic visual, tactile and functional testing were performed. One electronic photo was provided for review. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the complete circumferential break were noted to be uneven. The surface was noted to be glossy with striations throughout. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the complete circumferential break were noted to be uneven. The surface was noted to be glossy with striations throughout. A split was noted at proximal end of the distal catheter segment. A complete compound break was noted at the distal end of the distal catheter segment. The edges of the complete compound break were noted to be jagged. The surface was noted to be round and smooth in one region and granular in the other region. A portion of the catheter was noted to be missing at the distal end of the distal catheter segment. A split was noted at the distal portion of the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration and difficulty in removal as exact circumstances at the time of reported event is unknown. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.